Event description:
Per the surgery report, there was a partial insertion of the electrode array at surgery. This was confirmed via x-ray (date not reported). The patient had no auditory response when the cochlear implant was reportedly activated. Results of an integrity test done 2006 were consistent with a partial insertion and possible electrode array damage. The patient's device was explanted in 2007. Information on a reimplant was not provided.

Manufacturer narrative:
Labeling - this type event is addressed in the device labeling.